Event description:
I have a goretex dual mesh hernia patch and have been in so much pain. I never realized it is most likely due to the patch as I was originally told it was scar tissue. I would like to know now that I have done some research and talked to other doctors that it is most likely due to the patch but as of right now cannot get a doctor to touch me other than the fact they have given me pain medication and it is not working. I'd like to know if you are doing any research to find out if this hernia patch is bad as I read that some of the other patches, i.e. Kugel, bard, have been recalled for certain reasons. Please advise what to do.

Event description:
Additional information received from reporter (B)(6) 2015 for report #mw5042801 name typo: (B)(6).